Event description:
It was reported that the customer is not able to run the console at full power. The console will only go up to 2 joules and 5 hz (50 watts), but the customer usually uses the console at 80 watts. No error codes were reported. The procedure was completed using this device. There were no patient complications.

Manufacturer narrative:
D3. Manufacturer email: (B)(6).

Manufacturer narrative:
D3. Manufacturer email: (B)(6). This console was not returned for analysis; however, the console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the first relay mirror (frm) , the second relay mirror (srm), and the oc mirror. The console was then tested at low, medium, and high energy levels. The system was then ready to use by the customer. It is probable that the frm, srm, and oc mirror were damaged which led to the reported event. Based on the information available, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the customer is not able to run the console at full power. The console will only go up to 2 joules and 5 hz (50 watts), but the customer usually uses the console at 80 watts. No error codes were reported. The procedure was completed using this device. There were no patient complications.